Event description:
The customer stated, he was taken to the emergency room due to low blood glucose levels. Prior to the hospitalization, the customer stated, he gave a bolus for a meal, then went outside to cut wood. The customer stated, he was found unconscious in his driveway. Troubleshooting revealed that, the customer had been making changes to the insulin pump programming on his own, without first consulting with his medical doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.